Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Subsequently, the patient underwent a revision surgery under general anesthesia to reposition the device on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on may 14, 2024.